Manufacturer narrative:
(B)(4). No product will be returned per customer. The root cause of the customer's report was not identified.

Event description:
The customer contacted carefusion for assistance because the physician was unable to administer a bolus of fentanyl via the pca module. The pt was receiving fentanyl 400 mcg/hr and the physician wanted to administer a 400 mcg bolus every 20 minutes. The device displayed the max dose and wound not allow the bolus to be administered. The customer stated that the pt "passed away". The customer declined an event log review or device eval by carefusion, and did not allege or attribute any device malfunction to the pt's demise. Although requested, no add'l pt or event info provided.